Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the rptr: during a re-operation, it was noticed that the mesh had a hole. The bowel was incarcerated through the hole in the mesh. The doctor stated that the suture stayed in the fascia and then pulled through the mesh.